Event description:
An alarm was reported by the caller, specifically alarm 2 followed by alarm 26, indicating an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the caller through multiple steps, including disconnecting the tubing and delivering a bolus, but the occlusion alarm recurred. A ball of insulin was observed, prompting further actions, such as removing the cartridge and attempting to resolve the issue with a new cartridge. Ultimately, the customer changed supplies as necessary and resumed insulin therapy.